Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Surgeon used screwdriver part number 702747 to put the last screw 4.0mm in to tibial shaft, then the tip of the screwdrive was broken.

Manufacturer narrative:
Evaluation summary: the reported event that the tip of the screwdriver blade broke was confirmed. Based on the investigation, the root cause of the reported broken tip of the blade was attributed to a user related issue. The op technique for the axsos locking plate system states that: ¿final tightening of locking screws should always be performed manually using the torque limiting attachment (ref (B)(4)) together with the solid screwdriver t15 (ref (B)(4)) and t-handle (ref (B)(4)) (fig. 14). This helps to prevent over-tightening of locking screws, and also ensures that these screws are tightened to a maximum torque of 4.0nm. The device will click when the torque reaches 4.0nm. [¿] it is imperative to engage the screw head into the plate using the torque limiting attachment. Ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. If the screw stops short of final position, back up a few turns and advance the screw again (with torque limiter on).¿ a design change was performed, shortening the length of the tip of the screwdriver. However this design change was performed after the device was manufactured. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of any material, manufacturing or design related problems were determined during the investigation.

Event description:
Surgeon used screwdriver part number 702747 to put the last screw 4.0mm in to tibial shaft, then the tip of the screwdrive was broken.